Event description:
Alleged the head section will not go up. He has replaced the coil but it did not repair the bed.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.